Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During elective device replacement, the left ventricular (lv) lead showed increased threshold values. In addition, the patient experienced phrenic nerve stimulation. The suspected cause was due to fibrotic patient tissue. The lv lead was explanted and replaced. The patient was stable.